Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the incident, a technical support specialist made multiple follow up with the customer to obtain more information about the issue. However, they did not receive permission to dial in and did not obtain any further updates on the case, so the case was closed.

Event description:
It was reported that when using the bd pyxis¿ es server, the multiple stations were in disconnect mode, and the customer confirmed that the information technology site team checked the network and found the connection to be normal with no issues identified. The customer rebooted the stations multiple times; however, the disconnect mode issue persists. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.